Event description:
It was reported that during use of this drill bit, metal shavings were produced and not all of the shavings were retrieved. There was no reported injury or delay associated with this event.

Manufacturer narrative:
Investigation findings: the drill bit was received for eval. The eval was unable to confirm the reported problem of metal shavings however, during a visual examination of the drill bit, galling was noted on the shaft. This type of damage can occur when the device comes in contact with another object/instrument during use. Conmed linvatec will continue to monitor this product for failures.